Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 44mm in length and extended from a position 5mm proximal of the proximal markerband to 1mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified vein. A 7.0 x 40, 40cm mustang balloon catheter was advance for dilatation. During the procedure, the balloon ruptured in a pinhole form upon first inflation. The device was removed without any problem, and the procedure was completed with another of same device. There was no patient complications reported, and the patient was in good condition after the procedure.